Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported inadequate pain relief. It had been reported that the scs system was performing as intended despite the patient not receiving adequate relief. The scs system was explanted.